Manufacturer narrative:
Product has been received by zimmer biomet. "Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. It is impossible to tell when/where the puncture in the sterile packaging most likely occurred. The supplier states there are multiple processes that would catch this failure and zimmer biomet does not alter the packaging once received from the supplier." Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
T was reported that during a bone marrow aspiration/autologous cell therapy procedure on (B)(6) 2016, when the nurse opened up the marrowstim pad kit, one of the 60 ml separators was found to have a hole in the sterile packaging. Another separator from another kit was used to complete the procedure. No further information has been provided. This device was not used on the patient. The compromised separator, along with the packaging, will be returned at the sponsor¿s request.